Event description:
Review of service data detected a reportable event. During servicing, belt sn (B)(4) was found to have a damaged cable. The last pt to use this belt did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon eval, the cable connecting the distribution node and ECG b was cut. The root cause of the cut cable cannot be positively identified but is likely physical abuse. No adverse event resulted from the damaged cable. The last pt to use this belt did not report any deficiencies.